Event description:
It was reported that during a gastric sleeve procedure, while using the device with a black reload for the first firing not all the staples formed. The same device with different reloads, were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 04/16/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Greater curvature of stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Green and gold. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Device worked as intended. Conference call with (B)(4) and quality took place with sales rep. Sales rep noted that the surgeon typically uses buttressing unless the tissue appears too thick to use buttressing with the selected cartridge; however, sales rep is uncertain if tissue thickness was the reason the surgeon did not use buttressing on this black cartridge firing. During the case, the surgeon was able to quickly assess that unformed staples were present on the distal portion of one staple line, and there was no delay or complication caused by resecting lateral to the staple line. Surgeon does hold 15 seconds prior to firing. Surgeon has continued to use the black cartridge without incident.

Manufacturer narrative:
(B)(4). The analysis results found that two reloads fully fired were received for analysis. After further evaluation, the drivers were noted to be in good condition, the pan was properly assembled and in good condition and no damage on the cartridge deck or cartridge body was noted. While it could not be determined what may have caused the incident reported, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. A tissue sample was returned along with the device. An x-ray was taken of the tissue and ees field quality engineer provided the following summary after review: "it is my opinion that the tissue thickness, density and the amount of tissue taken in a single firing pushed the device beyond its specification limits. As a result, the staples could not properly contact the anvil pockets with enough staple leg length and properly form the staples."